Event description:
Per the clinic, the patient developed an abscess around the implant site. The patient was seen in the emergency room on (B)(6), 2013, to receive unreported treatment. Additional information has been requested, but has not been received as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
Per the surgeon, patient was taken to the operating room on (B)(6) 2013 for wound exploration. It was determined that the receiver/stimulator was visible through the skin and patient had infection at implanted site. The device was explanted at that time ; reimplantation is planned, however has not occurred as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed december 12, 2013.